Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The area was described as bleeding blisters. It was reported that the patient had been bedridden in the hospital for 5 days and was not moved during that time. The patient's nurses were to dress the wound and were using (B)(6) on the area. During a follow up, the patient's wife reported that the irritation was healing.